Event description:
The company was informed that the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. A device failure was reported. When more info becomes available, a supplemental report will be submitted.